Manufacturer narrative:
Neurological dysfunction is a known potential clinical adverse event associated with vads as outlined in the IFU. Events of these types are multifactorial and may be attributed to pre-existing conditions and progression of these diseases, the hvad system, the implant procedure, or concomitant therapy. The device remains implanted in the patient and is thus not available for return to the manufacturer. There is no indication of any device manufacturing or performance issues related to the reported event. The root cause of the reported event could not be conclusively determined; however neurological dysfunction is a known inherent risk associated with vad therapy. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Per the instructions for use (IFU): the system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke and in optimal patient management. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that on (B)(6) 2017 the patient was transferred from an outside hospital due to trauma resulting in a subarachnoid hemorrhage from a fall (without loss of consciousness) while attempting to get into a vehicle. The patient struck the right side of her face on the ground. Imaging was notable for right frontal and left parietal subarachnoid hemorrhages. The patient had been on home anticoagulation. Labs on (B)(6) 2017 were: prothrombin time (pt) 30.6 sec, international normalized ratio (inr) 2.9 (inr was 2.6 at outside hospital), partial thromboplastin time (ptt) 28.8 sec and platelet count 189 k/ul. A repeat head computerized tomography (CT) on (B)(6) 2017 confirmed a right frontal and left parietal intraparenchymal hemorrhage. Neurosurgery was consulted and recommended holding anticoagulation. A low dose of anticoagulation was restarted on (B)(6) 2017. A repeat head CT on (B)(6) 2017 demonstrated improvement and no significant changes by an interval resolution of previously seen right cerebral sulcal subarachnoid hemorrhage with no convincing new intraparenchymal or extra-axial hemorrhage. On (B)(6) 2017, the patient was transferred to the general care floor and was treated with an intravenous (IV) diuretic for fluid overload with development of acute kidney injury (aki). On (B)(6) 2017, inr was therapeutic at 2.0 and a repeat head CT scan showed no significant findings. The patient's creatinine reached 2.42 mg/dl on (B)(6) 2017 at the highest point and decreased to 1.98 mg/dl on (B)(6) 2017. The diuretic was changed to oral with a subsequent decrease in dose with resolution of aki and creatinine closer to baseline. Ophthalmology was consulted and confirmed periorbital trauma. The patient will follow up with ophthalmology as an out-patient; no other recommendations were made. The patient was discharged on (B)(6) 2017 in stable condition and inr was therapeutic. The ventricular assist device (vad) remains in use. The principal investigator indicated the event was not related to the vad procedure or system and was related to patient condition. No further patient complications have been reported as a result of this event.